Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.

Manufacturer narrative:
The insulin pump had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. Unit had cracked battery tube threads. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had to press buttons were harder in order to respond. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.